Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that tip of dilator was damaged, and the guidewire became stuck. After a first attempt to puncture the septum, the physician tried to reposition the sheath but, it became impossible for them to exit the guidewire at the distal part of the dilator. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that tip of dilator was damaged, and the guidewire became stuck. After a first attempt to puncture the septum, the physician tried to reposition the sheath but, it became impossible for them to exit the guidewire at the distal part of the dilator. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the dilator seemed to be punctured at its distal part.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that tip of dilator was damaged, and the guidewire became stuck. After a first attempt to puncture the septum, the physician tried to reposition the sheath but, it became impossible for them to exit the guidewire at the distal part of the dilator. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the dilator seemed to be punctured at its distal part.

Manufacturer narrative:
Faradrive dilator was the only part returned and appeared to have a blemish at the distal tip. Microscopic analysis confirmed the blemish at the distal tip, to be puncture damage. An attempt to insert a guidewire into the dilator proceeded without complication until it reached the damaged area, where the defect prevented the dilator from advancing. The guidewire was withdrawn without any issues. X-ray screening of the dilator confirmed that the damage originated internally, caused by an object deviating from its intended trajectory and penetrated the tapered surface of the distal tip. X-ray of the interaction between the dilator and a 0.035" guidewire confirmed it was insertable up to the location of the damage. Dimensional inspection of the dilator recorded the inner diameter of the distal opening which conforms with the design specification.